Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient let his implant die because he lost his controller. The patient said he was able to recharge it but now he gets a "call your doctor" screen on the recharger and is unable to recharge his implant. The patient did not know what code was on the screen but thinks it was "pos". Product service specialist (pss) reviewed that it may have been a power on reset (por) product service specialist (pss) reviewed information for por and recommended the patient call back when he had equipment to determine the code. Patient is meeting with the manufacturing representative (rep) on (B)(6) 2017. The patient mentioned he was having an MRI. MRI is unrelated to the device. Additional information was received on from the patient. After patient had equipment with them the patient indicated that they saw por warning message. The patient indicated that he may have been around medical testing machines giving off emi. Product service specialist (pss) reviewed with the that the por can be cleared. No patient symptoms or complications were reported.

Manufacturer narrative:
Additional review indicated device code (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.